Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient expired. The relationship of the implanted device to the cause of death was unk. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.